Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-11499, 1627487-2024-11498 it was reported during surgical procedure on (B)(6) 2024 to address the impedances, the drg l3 lead broke while the physician was attempting to explant it. The lead was unable to be removed. A new lead was placed and therapy was restored post-op.